Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl. The customer stated that they were nauseous. The customer reported that they received no delivery alarm and was resolved by changing complete set change including reservoir. The customer performed troubleshooting and found that the cannula was bent. Troubleshooting for bent cannula was performed. The insulin pump will not be returned for analysis.